Manufacturer narrative:
B2: date of patient death is unknown the investigation for the reported pump stop issue has been completed. The impella device was not received from the customer. It was noted that the pump was used beyond the impella cp design life. The clinical details provided were sufficient to determine a root cause. The cause of the pump stop issue is that the pump was used beyond impella cp design life. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump stopped and was able to restart but only on p1, pump stops when they go to p2. It was noted that the patient was ineligible for pump exchange due to thrombotic state. Additionally, it was noted that the procedural outcome was patient expired.